Manufacturer narrative:
Unit passed self-test. P-cap was attached and locked into place correctly. The keypad was responsive during testing. Unit was successfully downloaded using thump for history files and traces. Stuck key alarm was not present in the history files and traces. Pump error 53 (file#32107 line#418) was found on 05/27/2024 15:58 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, stained serial label. Keypad unresponsive is not confirmed. The keypad was responsive during testing. Cosmetic damage is confirmed at the battery compartment. Exposed to moisture is confirmed at the electronic stack and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported that pump was exposed to moisture. Fluid is present in battery compartment. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.